Event description:
Per complaint (B)(4), patient experienced lack of primary stability.

Manufacturer narrative:
Follow-up submitted to report device evaluation. Added section b3, event date. Updated section b4 for report submission date and b6 to report device evaluation results. Updated g1-g2 for follow-up report submitter, g4 for awareness date and g7 for report type and follow-up number. Updated h2 for follow-up type, h3 for device evaluation status and h6 method, result and conclusion codes. Unknown information a4 - patient weight was not provided. D5-d6 per the complaint, the product was never placed. Attempted product. Implant/explant dates were not provided.